Manufacturer narrative:
A ge representative evaluated the system, and reset the circuit breakers. System operates as intended.

Event description:
Customer reported system will not fluoro. No patient injury was reported.